Event description:
As reported: "vascular surgeon performed an endovascular repair of a thoracic aneurysm... The patient had two previously placed 8mm iliac stents on the right, and heavy diffuse calcium on the left... Solopath was opened and it was placed and expanded according to expectation. The gore [thoracic] graft was placed without issue, but when the doctor attempted to remove the solopath, he was unable to put it back. After trying to twist and pull the sheath out with no success, he placed the dilator back in and inflated the balloon, hoping this would help release the sheath from the stent, which is what he thought to be the problem - the sheath was stuck on the stents. After deflating the balloon, he continued to try to twist and pull the sheath, and it snapped in half. The distal portion of the sheath including the hub came out, but the rest of the sheath remained in the body. Dr. (B)(6) had to perform open surgery to remove the sheath. A piece of the stent came out with the sheath, so he had to do an iliac bypass to restore flow. The portion of the sheath including the hub is available to be sent back, but the portion removed surgically was sent to pathology in the hospital. The patient is now in stable condition".

Manufacturer narrative:
The returned device arrived at onset medical (B)(4) 2014. The device was missing approximately 16cm of the distal sheath section and the reinforcing wire was wrapped around the exposed section of the balloon dilator. Using an inflation device, the dilator was inflated to expand the remaining distal segment of the sheath. The wire was unwrapped from the dilator and the dilator was deflated and easily removed from the sheath. Examination of the sheath break area indicated that the braid fibers were stretched and broken which would indicate excessive force (greater than 30lbs) may have been used to cause the sheath break. A specific root cause(s) for the difficult sheath removal and eventual sheath breakage could not be determined at this time. However, a potential root cause(s) may have been related to the sheath expansion through an iliac graft in which the sheath may have been too large and may have become stuck on the previously placed stents thus the force that was applied was enough to overcome the tensile strength of the sheath resulting in sheath breakage. As part of the investigation, the device history record of the affected lot, w036463, was reviewed and there were no discrepancies recorded. The device was manufactured in accordance with the specified requirements. In addition, the sheath tensile test of the retain samples for this lot yielded average forces in excess of 30 lbs prior to sheath breakage. These values are consistent and well above the design specification requirements. This suggests a robust manufacturing process. These values also show that, under normal circumstances, excessive force would be required during sheath removal in order to break the sheath. A specific corrective action could not be determined at this time; however, it is highly recommended for the user to reference the product's "instructions for use" which states that "it is highly recommended to verify that the size and condition of the vessel is appropriate for the size sheath chosen" and "if resistance is met when advancing or withdrawing the guidewire or sheath, determine the cause by fluoroscopy and correct before continuing with the procedure." Referencing the "instructions for use" prior to use will help identify the appropriate procedural steps and size selection in order to achieve optimum device performance. It should be noted that the solopath stfi device is intended to provide a guide for catheters and/or devices introduced into the femoral iliac arteries but it not intended to expand other devices or implants such as iliac grafts.